Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received a visual inspection. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:22:10. During night drain cycle two, the patient's ultrafiltration reading was 1410ml, indicating the home patient (hp) drained 1410ml more than their maximum programmed fill volume of 2000ml. No further information was available.